Event description:
Tip of depuy femoral stem inserter broke off in corail cementless femoral stem. Was not visible on x-ray due to its retention in the femoral component. Post-operatively it migrated out and was visible on x-ray. Pt returned to operating room that day for removal of retained foreign body.